Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for a distal humerus fracture with a very distal extra articular fracture, the drill bit was broken during drilling. About 1.5 to 2.0 cm of debris was retained within patient's bone. Patient has osteoporotic bone. The screw hole was the last the surgeon was working on. Drill guide was used. The surgeon decided not to extract the broken drill bit and let it remain within the patients body. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the broken drill bit was checked and found to be in compliance with the technical drawings and ao/asif specification. The broken off portion is missing. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. This drill bit was manufactured in june 2009. The microscopic view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. The complaint condition is likely the result of a mechanical overload during use. The drill bit possibly was exposed to extended lateral stress or became in contact with other metallic parts. Neither a product nor a material related condition was found.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.